Event description:
It was reported that the patient presented for in-clinic for a routine device check. Upon interrogation oversensed noise exhibited by the right ventricular lead was noted. The patient was pacing dependent, and the noise had resulted in pacing inhibition. The patient was scheduled for revision and the lead was explanted and replaced. The patient was stable before, during and after the procedure.